Event description:
Info was received that the pt's left ventricular (lv) lead was dislodged two weeks after implant. This lv lead was surgically abandoned and a back up epicardial lead was replaced. The product is no longer in svc. No adverse pt effects were reported.